Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy creation, while on the resection of bowel, the devices had poor staple formation and incomplete staple line. Staples were incomplete/not formed at all throughout the staple line. Another handle and reload was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Photographic inspection of the complaint event noted that a section of tissue was removed from the patient. Staple were noted to be malformed or unbent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.